Event description:
As reported to bunnell: while hfv a1863 was in use on a patient the low-pressure alarm was going off intermittently. After troubleshooting, the patient was removed from the hfv. While disassembling the hfv system it was noticed that circuit kit nozzle was broken and there was a leak in the tubing at the connection. As reported on user facility report mw5187691: "patient was on a jet ventilator with an low-pressure alarm began to sound. Staff attempted to troubleshoot problem. Unsuccessful attempts at troubleshooting ventilator. 24 hour manufacturer hotline called for tech support. Low pressure alarm persisted. Patient switched to a different ventilator. Upon reviewing jet ventilator, it was noted that cassette tubing was damaged."

Manufacturer narrative:
Event initially reported to bunnell on 04/30/2026. At this time the user facility indicated the event was not related to patient injury. Based on the report of no injury and the description of the event, it was determined the event was not reportable. User facility report mw5187691 was received on 05/11/2026. This report indicated the event was associated with a patient death. This report is submitted in accordance to submission timeframes relative to bunnell's awareness date of this reported patient outcome. Given the disparity between the patient outcomes indicated to bunnell (not related to patient injury) and reported on user facility report mw5187691, additional information and clarification was requested from user facility several times. A response from the risk manager who submitted user facility report mw5187691 indicated that: "an error was made in the submission of the user facility MDR report to the FDA. While the device did malfunction during the event, the malfunction was not related to and did not contribute to the patient's death. I have contacted the FDA to correct this error and am currently awaiting their response." Given the user facility has confirmed "the malfunction was not related to and did not contribute to" a negative patient outcome, bunnell's initial assessment that this event is not bunnell reportable stands. It is noted that the device in question has not been returned for investigation. The user facility has indicated the device is scheduled to be returned. If the results of the failure investigation indicate this conclusion should be reevaluated a follow-up report will be submitted.